Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer to inspect the unit. Upon arrival fss noticed a failed component on the backlight inverter printed circuit board (pcb) and system also had a broken power switch. Fss replaced both parts, performed all necessary calibrations as well as the field service checklist. The system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the signature was smoking and now has a burnt electrical odor. The customer stated that the system was sitting idle when the smoke occurred. There was no patient involvement reported.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.